Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the broach process of the total hip replacement, the trunion of the actis size 5 broach got stuck in the broach handle. There are no dislodged pieces from the broach and surgery time was not extended. The broach is the damaged part, not the broach handle. The same handle was trialed with other broaches, none of which stuck.